Event description:
The hosp reported they experienced an image distortion during procedure, and could not see the image. The procedure was completed with another similar device. There was no allegation of harm.